Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that cartridge alarms occurred. Customer¿s blood glucose level was 180-250 mg/dl. The customer reverted to an alternate method in insulin therapy.